Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 19jul2019.

Event description:
The customer reported that the display was not functioning. There was no patient involvement.

Manufacturer narrative:
Date rec¿d by MFR : 08aug2019, date of report : 14aug2019. The customer confirmed that the display was not functioning. The customer replaced the lcd display. The device successfully passed performance specification testing after the repair was completed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.